Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and patient was also hospitalized. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and patient was also hospitalized. Additional information from the field representative indicated that the lead dislodgment was confirmed via x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and patient was also hospitalized. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information from the field representative indicated that the lead dislodgment was confirmed via x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.